Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. This product is owned by the hospital, and they have not decided that the unit will be repaired due to the end of the service life.

Event description:
It was reported that the device's alarm led failed alarm occurred. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. A delay in therapy was not reported due to this failure. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.